Event description:
It was reported that the patient had a massive seizure and was hospitalized. The patient had to be intubated. The physician wasted to do a head MRI but the patient was unable to have one. A CT scan was done. Compatibility guidelines were requested and given to the patient. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).